Event description:
**Update** (B)(4) 2012: medical records indicate the patient was revised on (B)(4) 2007 due to a femoral neck fracture. The femoral head was replaced, the cup was left implanted. At this time, there have been no further revisions reported.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient reported revision surgery. Update: (B)(6) 2012 litigation papers allege the patient experienced a diminished quality of life and physical function, extreme pain in the hip, physical pain and impairment, limited range of motion, pain when standing or walking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.